Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including gender, weight, bmi at the time of index procedure. The diagnosis and indication for the index surgical procedure? Were any concomitant procedures performed? What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What was the initial approach for the index surgical procedure? Were any concurrent devices implanted? Were there any intra-operative complications? Please provide the mesh exposure site/location, symptoms and diagnostic confirmation. Describe any medical/surgical intervention for the exposure including dates and findings. Was the exposed mesh excised? If so, was the removal partial or full? Were any deficiencies or anomalies noted with mesh device? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Surgeon¿s name? Product code and lot number? To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4).

Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2022 and mesh was implanted. On (B)(6) 2022, strip exhibition was noted and unspecified drug therapy was provided. This event was reported as a possible relationship with the study device and not related to the study procedure. The strip exhibition has not yet been recovered/resolved. Additional information has been requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: b7, d1, d4. Additional information was requested and the following was obtained: the diagnosis and indication for the index surgical procedure? Stress urinary incontinence were any concomitant procedures performed? None. What symptoms did the patient experience following the index surgical procedure? Onset date? None. Other relevant patient history/concomitant medications? Medical history. High blood pressure (B)(6) 2007 ongoing ok. Functional colopathy (B)(6) 2000 ongoing ok. Childbirth vaginally 2008 ok. Childbirth vaginally 2010 ok. Surgical history. Caesarean section 2005 ok. Concomitant medications ok. Rec medication reason 24hr dose start date continuing end date 1 colpotrophine ae001 (B)(6) 2022-strip exhibition 0.5 cap vaginal (B)(6) 2022 no 12-aug-22 2 zofenopril mh001 > un (B)(6) 2007 > high blood pressure 30mg oral unk (B)(6) 2007 yes. What was the initial approach for the index surgical procedure? Vaginal. Were any concurrent devices implanted? No. Were there any intra-operative complications? None. Please provide the mesh exposure site/location, symptoms and diagnostic confirmation. Sub urethral. Describe any medical/surgical intervention for the exposure including dates and findings. Drugs colpotrophine. Was the exposed mesh excised? If so, was the removal partial or full? No. Were any deficiencies or anomalies noted with mesh device? No. What is the physician¿s opinion as to the etiology of or contributing factors to this event? Healing defect very small without specific risk factor. What is the patient's current status? She is fine. Product code and lot number? Tvt lot 6305302.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information received: adverse event term: strip exhibition: pubourethral strip exposure. End date: blank : (B)(6) 2023. Outcome: not recovered/not resolved :recovered/resolved without sequelae.